Manufacturer narrative:
This ipg model is associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-00013. It was reported the patient (australia) experiences heating of the ipg pocket during recharging. The pt's ipg is reportedly very close to the skin and warmth can also be felt when she is sitting in certain positions. Surgical intervention will be undertaken at a later date to address this issue.